Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A certified surgical technician reported that following an intraocular lens (iol) implant procedure, the iol was in pieces. It was exchanged in a secondary procedure eleven months following the initial procedure with the same model iol but a 2.5d difference in power. Additional information has been requested.

Manufacturer narrative:
No supplemental report will be required as the additional information provided indicated that the lens was cut into pieces in order to remove the initial lens and insert a new lens. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. The manufacturer internal reference number is: (B)(4).